Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) one-link non-dehp microbore catheter extension sets would not flow. The event was further described as during priming the normal saline would not flush. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and clear passage testing were performed. The set failed the functional testing as the set would not flow due to a block between small bore two piece luer lock assembly and the high pressure tubing. The reported condition was verified. The causes identified were associated to incorrect set-up of the clear sensor (blockage detection system) during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.